Event description:
Boston scientific received information that this left ventricular (lv) lead was being repositioned due to dislodgement from its original implanted site. During the revision procedure the physician found it difficult to reposition this lv lead due to there being a wrinkle in the insulation. A new lead was successfully implanted with no adverse patient effects to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm the dislodgement of the lead. However, the allegation of the insulation being slightly deformed was confirmed by analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.